Manufacturer narrative:
It was reported that two of the three dura prep was broken and had leaked inside the pack. Pack was removed from room and disposed of, and a new pack was opened in its place. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Two of the three dura prep was broken and had leaked inside the pack.